Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the customers complaint that the device stopped rotating could not be confirmed. Therefore, the reported condition was not confirmed. However, during evaluation, it was observed that the device would not lock the cutting device (due to worn out/damaged pawls). The assignable root cause was determined to be due to excessive force pushing down on the device while the device is running which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee replacement surgery, it was observed that the motor device stopped rotating and seemed to be binding up. It was reported that the patient was in the operating room at the time of the malfunction. It was reported that there was no delay and a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2017; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.